Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported mitral valve insufficiency/ regurgitation (recurrent mr) was due to the slda. The reported incomplete coaptation (postprocedure) could not be determined. A possible cause could be user technique of leaflet insertion/ clip perpendicularity; however, this could not be confirmed. The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported hospitalization and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.na.

Event description:
This will be filed to report single leaflet device attachment (slda), recurrent mr, requiring an additional mitraclip procedure. It was reported that on (B)(6) 2022, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4 with p1 and p2 prolapse and flail. Two clips were implanted with no reported issue, reducing mr to 2-3. On (B)(6) 2023, a single leaflet device attachment (slda) was observed. The clip detached form the posterior leaflet and mr had increased to 3-4 (moderate ¿ severe). On (B)(6) 2023, two clips were implanted with no reported issue. No additional information was provided.